Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability, including insertion angle of the vascular sheath introducer, was verified on angiography or venography. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little peripheral vascular disease/calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is being returned for evaluation.